Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number was not reviewed as the lot number is unknown. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a slow-flow event occurred while using a csi orbital atherectomy device (oad). After treating a lesion in the tibial vessel on low and medium speed, slow flow was noted distal to the treatment site. The slow flow event was not treated and the patient status remained stable. Csi contacted the facility for additional information, but no information was available. The lot number of the oad was not recorded.